Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and chest discomfort. A device check noted the right ventricular (rv) lead exhibited high impedance and pacing failure was confirmed. It was also noted that the right atrial (ra) lead had been previously taken out of service due to no pacing and no sensing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.